Manufacturer narrative:
(B)(4). This record was filed on behalf of the legal manufacturer, (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported revision surgery was performed due to a pop felt by patient after initial surgery.

Manufacturer narrative:
Alleged failure: after medical procedure patient felt a pop probable root cause: surgical training (surgeon trained in specific surgical techniques for cmi implantation). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4). The device manufacturer date is not known.

Event description:
It was reported revision surgery was performed due to a pop felt by patient after initial surgery.